Event description:
New information notes that the lead was procedure was done to address the lead on (B)(6) 2019. Upon opening the pocket, physician noted conductor exposed out of the insulation near the suture sleeve entering the vein. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a high voltage lead impedance that was high and out of range. No interventions were done. Patient was stable.